Event description:
While the surgeon was utilizing the medtronic perforator to create a burr hole in the skull, the perforator did not automatically stop as intended. The perforator went through the patient's dura to the brain causing bleeding. Medtronic. Minneapolis, mn 55432-5604 us.